Event description:
It was reported that a malfunction on the pump occurred, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions. No additional information was received regarding the outcome of the event.